Manufacturer narrative:
Evaluation: method: the device history and sterilization records were reviewed. Results: review of the device history record found a nonconformance; however, the nonconformance was corrected, and the device was approved for use. The DHR anomaly is not related to the alleged device failure. As received, a lab charging system and a test standard charging system were both able to locate and initiate a charging cycle with the returned ipg. No charging anomalies were noted. However, there were damaged bal-seal springs in the lower header port of the ipg, preventing further investigation of any potential discharge issues. From the as returned charge level, the ipg completed a charge cycle in nearly 2.5 hours. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received an scs system including an ipg on (B)(6) 2009. It was reported that a percutaneous lead and lead extension were added to his scs system to address a new pain area. During the procedure, the physician replaced the ipg due to the pt's allegations of increased recharge burden and communication issues during recharge of the ipg. Effective stimulation was captured for the pt following the procedure.